Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula crimped event on (B)(6) 2025. The event occurred within three or more hours of insertion. The insertion site was abdomen. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus and multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.